Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient had a potential cerebrospinal fluid (csf) leak, but the representative did not know any more details at that time. The representative stated they were doing a procedure the day of report that could include a catheter revision. The event was reported to have started in 2017. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the hcp stated that the patient was referred for a blood patch procedure, but the physician never fully performed the procedure (unknown reason). The hcp partially removed the spinal segment of the catheter and went to another vertebral level with the new catheter. The representative stated to their knowledge, the issue had been resolved as of the date of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2018-jan-05 from an hcp via the representative reported the patient still had a csf leak even after the spinal revision the week prior. The representative stated during last week¿s revision, they pulled out the spinal segment from the intrathecal space, replaced it with a new spinal segment, and inserted the catheter into a different level. The representative stated it looked like they had sewed up the area where the old catheter was placed, but did not recall them doing a blood patch. The representative stated the patient was going in for an MRI that day to check to see where the leak was coming from. The reason for the call was the representative wanted to know what to review with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2018 from an hcp via the representative reported the results of the MRI performed on (B)(6) 2018 was unknown. A blood patch was performed to resolve the csf leak. The leak had been resolved. The representative reported as of (B)(6) 2018, the patient was fine.